Event description:
A customer reported high and low glucose alarms did not sound while using the freestyle librelink app. As a result, customer was not aware of low glucose levels and experienced loss of consciousness, however no treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. The reported product data will be investigated once received from the customer. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Successfully receive high/low glucose alarms android and ios and did not identify any issues with the freestyle librelink. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported high and low glucose alarms did not sound while using the freestyle librelink app. As a result, customer was not aware of low glucose levels and experienced loss of consciousness, however no treatment was required. There was no report of death or permanent injury associated with this event.